Event description:
Related to MFR report #2183959-2012-01013. On or about (B)(6) 2008 a miniarc was implanted. The mesh was implanted to treat "stress urinary incontinence and cystocele." Plaintiff's attorney has alleged that plaintiff has, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia," and other injuries. It was also alleged that, "as a result" of having the device implanted into her, "plaintiff has experienced significant mental and physical pain and suffering, has required and/or will require additional surgeries and medical treatments and has sustained permanent injury." Also alleged, plaintiff's health, strength, and activity were injured and will continue to cause her "severe mental and physical pain and suffering disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and that her injuries will result in some "permanent disability."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.